Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: bmc musculoskelet disord. 2024 oct 3;25(1):780. Https://doi.org/10.1186/s12891-024-07849-5. Pmid: 39363345; pmcid: pmc11448049.

Event description:
Title: outcome of flexible fixation for acute isolated syndesmotic injuries. In this prospective study, 32 patients with acute isolated syndesmotic injuries were treated with a suture-button device. Follow-up was for a minimum of 2 years, regarding the visual analogue scale (vas), american orthopaedic foot and ankle society (aofas) score, patient satisfaction at 3, 12, and 24 months, and radiological assessment. From july 2017 to july 2021, forty consecutive patients with acute isolated syndesmotic injuries were enrolled. It was a prospective study for a minimum of 24 follow-up months (range 24¿31). Polyester (eth) was used to looped through the holes of an oblong endo-button and a round button, while vicryl 0 (eth) was used to was threaded through one of the outer holes of the leading endo-button and a long-straight needle. Reported complications: polyester (eth) vicryl 0 (eth) patients (n=32) maisonneuve fractures (n=5) treatment: sb treatment local infections (n=3) treatment: antibiotics irritation (n=2) treatment: removed in conclusion, suture-button treatment for acute isolated ankle syndesmotic injuries leads to favorable clinical and radiological outcomes. Postoperative radiographs and CT denoted maintained ankle stability. Patients can do early full weight-bearing and early return to work and sport.